Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 600 ml. Flow rate: unk. Procedure: anterior cruciate ligament repair. Cathplace: nerve block. Sales rep reported a fast flow. The pt went home with the pump on (B)(6) 2013, before 8:00 am on (B)(6) 2013 the pump was completely empty.

Manufacturer narrative:
Method: the sample has been received for inspection and evaluation. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.